Manufacturer narrative:
A device history register review have been completed and showed no deviation or changes found during manufacturing of the device. Investigation results are pending.

Event description:
Around (B)(6) 2022 the patient's friend noticed a flashed bright light, spark in the patient's ear canal, and the patient experienced an electric/static shock. The patient have not been in contact with an authorized medical practitioner.

Manufacturer narrative:
15-jul-2022, a device history register review have been completed and showed no deviation or changes found during manufacturing of the device. Investigation results are pending. 16-aug-2022: investigation of device performed and found: the devices show no sign of deformed outer shells the device could be booted up and connected as well as controlled by the resound smart 3d app. The device can play directly streamed music from a compatible android phone. The device has a battery level of 3/5 led's when left 16 hours on the desk no signs of mechanical or electrical problems observed with the receiver assembly and ng8 connector. The final conclusion of the investigation: no problems can be found. 19-aug-2022: final reportability rationale: technical investigation concluded: no deviation or changes were found during manufacturing of the device. Devices were sent in for investigation. The devices show no sign of deformed outer shells. The device could be booted up and connected as well as controlled by the resound smart 3d app. The device can play directly streamed music from a compatible android phone. The device has a battery level of 3/5 led's when left 16 hours on the desk. No signs of mechanical or electrical problems observed with the receiver assembly and ng8 connector. The final technical conclusion: no problems can be found. The clinical investigation concluded: the perceived electric shock can perhaps be uncomfortable, but the voltage is too low to be able to cause any serious injury to the patient, user or other person and would not if it were to recur. The devices were manufactured to accepted specifications. Electric shock from hearing aids is identified in the risk analysis and is mitigated to an acceptable level, as voltage in hearing aids is too low to cause harm. Clinical conclusion on the case is that even though unpleasant, this experience cannot cause harm. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register based on the above investigation the reportability assessment has been reassessed to not reportable, as the event / incident did not lead to, or might led to, death or a serious injury if to recur. Corrected data: model number. Codes updated in h6. Consider this as final report.

Event description:
Around on (B)(6) 2022, the patient's friend noticed a flashed bright light, spark in the patient's ear canal, and the patient experienced an electric/static shock. The patient have not been in contact with an authorized medical practitioner. 19-aug-2022, no additional follow up information received. Consider this as final report.